Event description:
The customer reported that the spectrum pump does not recognize a closed door. The symptom was found during testing at the facility. No pt injury was reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "does not recognize a closed door". The device displayed dor not fully latched messages caused by a failed upper link switch. The upper aux assembly has been replaced.